Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-04402, 3006705815-2023-04403. It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not set to surgery mode. X-rays also revealed that the patient's leads had migrated. As a result, the patient underwent surgical intervention during which the system was explanted and replaced with no complications. Effective therapy has been established.